Event description:
The following information was reported to gore: on (B)(6), 2023, a patient underwent emergency endovascular treatment of a thoracic aortic aneurysm rupture using a 22 fr gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system. During the treatment, the dsf was used from a left side and difficult to advance. After the stent graft was implanted, an access angiography revealed a dissection in a left external iliac artery. Additionally a smart stent, 8 mm x 10 cm, was implanted for the dissection. The patient tolerated the procedure. The physician stated that the access vessel may have been narrow. Reportedly, the diameter of the access vessel was about 8 mm.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma, dissection do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. If vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22 fr gore® dryseal flex introducer sheath is 8.2 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.